Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Additional information was received on february 9, 2016 reporting additional part numbers associated with the complained event. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 8 of 11 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Manufacturing investigation summary: received one (1) drill sleeve (part: 03.010.064) for manufacturing investigation. The article is in a used condition with traces of use on the outside diameter. During manufacturing investigation, all relevant and significant characteristics (ie. Dimensions) were checked and measured. All checked and measured characteristics are within print specifications. There are no references to the reported issue. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 8 of 11 for (B)(4).